Manufacturer narrative:
Investigation: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Device/batch history record review: no. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag 22ga catheter/adapter assembly from unknown lot number. Visual/microscopic examination: observed a cut/slit in the catheter tubing above the adapter nose. Water/air leak test: air bubbles were observed coming from the area of the cut/slit. Test description method no results visual/microscopic, n/a, see observations and testing. Water/air leak test, (B)(4), see observations and testing. Investigation samples(s) meet manufacturing specifications: no; the returned unit provided for evaluation revealed a cut/slit in the catheter tubing; which did leak. Conclusions: the defect leakage, as stated as the reported code was confirmed with the returned catheter/adapter assembly. The catheter tubing leaked during the water leak test through the cut/slit that was observed. Root cause:relationship of device to the reported incident: manufacturing comment: a definite root cause for slit could not be determined. The failure could potentially happen on zone 1, zone 2 or zone 5. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? N/a; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed corrective action project / CAPA (#): a formal corrective action will not be initiated at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd insyte autoguard blood leaked from the connection of the catheter and the catheter adapter. There was no report of injury or medical intervention.